Event description:
Information received indicates the side rail will not latch.

Manufacturer narrative:
The technician found the side rail latch cover was bent. Bed was a rental and replaced with a new bed.